Event description:
The biomedical engineer reported that the automated impella controller was in use and both the screen and knob froze. The engineer also reported that when the biomedical engineer received the console, it was booted up without issue and the screen and knob worked correctly. There was no patient harm reported.

Manufacturer narrative:
The investigation into the keyboard/rotary knob has been completed. The automated impella controller (aic) was returned for investigation. The clinical staff reported that the console became unresponsive as the screen and knob froze. The biomedical staff rebooted the console to resolve the issue. This complaint was related to a clinical procedure, but there were no adverse events related to this product malfunction. The logs revealed there were many keyboard guard errors a couple days before the complaint date. The console was tested manually to validate that the keyboard functioned properly and was power cycled looking for any signs of keyboard guard errors. The failure mode (keyboard unresponsive) could not be reproduced throughout testing, but the keyboard pca subcomponent was most likely responsible for triggering the errors in the clinical setting. The cause of the unresponsive keyboard and keyboard esd errors was unable to be determined because it could not be reproduced. The board-level root cause was most likely the keyboard pca. This report is being filed as part of a retrospective review of historical records.